Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 554mg/dl. It was stated that the blood glucose value showing on the glucose meter was not consistent with the blood glucose value they are receiving from the hospital's glucose meter. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was performed. It was stated that the events leading to his admission was vomiting and high glucose level. It was stated that the customer was treated with insulin drip while staying at the hospital and then with the insulin pump and manual injections before the call. No further info was provided.